Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. Battery door cracked at mounting hole. The set-up for flow test did not recognize the flippers. Error history log review found a syringe plunger not in place alarm . The root cause of the reported issue was found to be the q1 chip on the plunger board was broken off. The plunger was glued down but was broke loose from the left plunger case. Actions were taken to mitigate the reported issue: replaced plunger.

Event description:
It was reported that the pump would not recognize plunger size or that syringe was loaded. No patient injury was reported.